Event description:
Device issue: shaft separation. Time of device issue: during the procedure. Adverse event: none. It was reported that the proximal shaft broke into two pieces when the stent delivery system (sds) was advanced into the guiding catheter. The distal portion of the device remained in the guiding catheter and was able to be removed with the guiding catheter. Normal force was used and nothing unusual was noted during the procedure or during use of the catheter. The shaft broke instantly when gently pushed. Reportedly, there were no pt adverse effects. No additional event or pt info is available.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found the hypotube and jacket material were separated distal to the strain relief tubing, confirming the reported shaft detachment. The fracture faces were ovaled, as if kinked prior to separation. The material at the separation was stretched and jagged, which suggests tensile overload. Shaft separations are often attributed to ductile overload at a kink. The analysis noted a kink in the hypotube located distal to the separation. The kink likely occurred as a result of the procedure, as this damage was not reported during the inspection prior to use. Kinks or bends in the shaft can lead to weakening of the stent delivery system (sds) material such that subsequent application of force or further handling can cause a separation. In this case, it is possible that the hypotube became kinked and the shaft subsequently separated during advancement of the sds into the guiding catheter. Although a conclusive cause cannot be determined for the shaft detachment and kink in the hypotube, there is no indication of a product quality deficiency. Review of the device lot history record did not produce any findings relevant to this report. All stent delivery systems are subjected to a 100% visual inspection. In addition, a quality control audit inspection is used to verify the product quality.